Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar and hypotube were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and distal shaft, tip damage with a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device delivery shaft was fractured. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device delivery shaft was fractured. No patient complications were reported and the patient's status was stable.